Event description:
During the embolization of an aneurysm, the patient suffered an embolus in the left middle cerebral artery. It was reported that the embolus was due to altered flow during the procedure that the physician relates to "user dependent individual technique". The embolus was partially resolved with aspirin and heparin. There was no reported neurological deficit to the patient was a result of this event.

Manufacturer narrative:
Allegation of product malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report.

Manufacturer narrative:
Conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted in the patient, so was not available for analysis. From the information provided, it can be concluded that the device was used in accordance with the labeling and that this did not cause or contribute to the event. A review of the labeling found that it contains language regarding the thrombus as a potential complication. There is no indication of any device malfunction or nonconformance from the information provided on the investigation. The labeling notes thrombus is a potential complication of such procedures so it was determined that this was an anticipated procedural complication.